Event description:
It was reported that the remote home monitor issued an alert the cardiac resynchronization therapy defibrillator (crt-d) being in a rf overuse condition. Engineering review found that the overuse condition was due to frequent implanted device alerts and the patient performing multiple patient initiated remote interrogations. The frequent alerts were for atrial arrhythmia burden (aab), which became frequent due to the fact that it kept getting reset from the patient initiated remote interrogations. Further review found that the patient had been in atrial fibrillation (af) for several months. It was noted that the rf overuse condition was increasing the device's power consumption impacting device longevity. Boston scientific technical services (ts) suggested programming the aab alert off and consult with the patient to perform less manual interrogations using the remote home monitor. The crt-d remains in service and no adverse patient effects were reported.